Event description:
Additional information received reported the device system delivered gablofen and no other medications were being delivered via the device at the time of the event. The patient¿s start date of intrathecal treatment was (B)(6) 2011 and the end date was listed as on-going. Other medications the patient was taking at the time of the event included nuvigil, ampyra, vesicare, escitalopram, baclofen and vitamins. It was noted the patient¿s medical history included allergies to augmentin and morphine. The exact symptoms the patient was having related to the event included increased spasticity. The catheter issue was specifically a broken catheter however the location was unknown per neurosurgery. Troubleshooting was done on (B)(6) 2013 which included an abdominal x-ray/CT scan which revealed catheter breakage/migration. In terms of the revision/replacement, it was done by neurosurgery. The patient was now receiving effective therapy and it was not known by the managing health care provider (hcp) if the catheter would be returned.

Event description:
It was reported that the patient was having problems dealing with the physician assistant that oversaw patients with pumps. The patient reportedly had times during the day where she did really well in the morning and then in the middle of the afternoon, she would ¿hit a wall¿ and couldn¿t stand. The patient could not walk and had trouble sitting up. It was noted ¿this is not the first time, I got it a year ago in (B)(6) and the first time they dosed me, we went from 60 to 75 and the first week or so I had trouble with bowel and urine accidents, so I went back and she didn¿t want to back to the 60, so I went back to the 60 for a while then when I got stronger I went back and went to 75¿. It was noted the patient went back down to ¿60¿ because she was ¿so weak¿ as well. The first dose change had been in (B)(6) 2011 and ¿it was too much¿. Since (B)(6) 2012, the patient had been at ¿75¿ because she started having more spasticity and trouble sleeping and now believed she needed a ¿little more¿ and was still ¿having trouble¿. The patient then went and saw her health care provider (hcp) in (B)(6) 2012 who increased it to ¿90¿ because the patient was still having trouble at night sleeping and ¿just different things¿. It was reported each time the patient had the dose increased she had ¿a little bit not as much as the first time¿ but had a ¿little bit of the accident, the bowel and urine accidents and stuff¿. As of (B)(6) 2012, the patient ¿hit a wall¿. She was having trouble standing and by mid-afternoon she would feel weak. Her legs felt like they were 100 pounds a piece. It was noted the patient even had trouble sitting without a back support. The patient had asked her hcp about the possibility of changing doses during the day however, the hcp reportedly would not consider it. The patient had called on (B)(6) 2012 to get an appointment to possibly have that happen and was told she had three options, to increase the dose, leave it the same or decrease it. The patient was reportedly going back the following monday to get a decrease because she was ¿shot by midafternoon¿. It was again noted each time the patient¿s dose increased by mid or late afternoon there was a period when it was ¿just tough to get around that time¿. The patient had conveyed that to her hcp every time. The device system was used to deliver baclofen. It was later reported that ¿about a year ago¿, the patient noticed she wasn¿t having the response that she initially had. The patient had a CT scan on (B)(6) 2013, which showed the catheter was falling apart and the catheter was to be replaced. It was also noted the catheter was dislodged. It was reported that a section would be left in the intrathecal space per the patient¿s health care provider (hcp) however it was later reported some of the catheter was in the patient¿s intrathecal space. It was unclear if the catheter portion being left was intentional or unintentional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a ¿possible catheter issue¿ and that surgical intervention was required. It was later reported that ¿at some point¿ the patient had an x-ray of her system showing the catheter was ¿broken¿. The catheter was replaced. The logs were read and no alarms were noted. Following the replacement, the health care provider (hcp) reduced the baclofen dose.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type catheter.

Manufacturer narrative:
Analysis of the catheter found the catheter body was broken.